Event description:
A medtronic rep reported that the screw of the base used in a biopsy procedure stripped and was unable to be removed. When the surgeon was attempting to remove the screw, it broke off and remained implanted in the pt. The surgeon closed up and the pt was x-rayed on the operating room table, revealing the screw in the epidural between the dura and the bone. The surgeon reopened the pt and removed the screw. The pt was reported as doing fine, with no impact on pt outcome.

Manufacturer narrative:
Pt weight was not available at the time of this report. The single-use device was discarded at the hosp. No lot number or serial number was available. The single-use device was disposed of at the hosp. An eval of the device was not possible.